Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt), this catheter had a high impedance value of 170 ohms at the right atrium and 250 ohms at the coronary sinus. The cable was exchanged and location of the grounding patch moved with no resolution. Impedance cut off was 250 ohms but never reached the cut off point. There were no errors or warning messages. The catheter was exchanged with no reduction of impedance but when they start rf with the second catheter, there was a reduction of impedance and the case was completed with the use of the second catheter. On (B)(4) 2013, upon receiving the product in biosense webster lab, it was noticed that char found on the tip of catheter making this event reportable.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt), this catheter had a high impedance value of 170 ohms at the right atrium and 250 ohms at the coronary sinus. The cable was exchanged and location of the grounding patch moved with no resolution. Impedance cut off was 250 ohms but never reached the cutoff point. There were no errors or warning messages. The catheter was exchanged with no reduction of impedance but when they start rf with the second catheter, there was a reduction of impedance and the case was completed with the use of the second catheter. Upon receipt, the device was visually inspected and it was found that the tip had char. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the char remains unknown.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. The concomitant product: stockert model# m-5463-01, serial (B)(4). (B)(4).